Manufacturer narrative:
N/a.

Event description:
The following has been reported: nurse reported: "nurse was priming tubing with ns and the tubing was leaking at the secondary port. The top of the cartridge/cassette on the secondary port side. A product issue was reported at the red wing location. The sample was saved and they will need shipping materials to return the sample for investigation. Patient harm: no". A preliminary review of the logs identified the following issue: administration set leak (external part). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.